Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the second recapture of the valve, a buckle occurred in the delivery catheter system (dcs) and could not be closed. The dcs valve was pulled out of the patient's body and a non-medtronic valve was implanted. The physician suspected that there was a lot of tension on the dcs due to kinking in the vessels. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that there was no unusual resistance felt loading the valve and no misload was identified. A procedural delay occurred as a result of the capsule buckle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation, return date h3 - device evaluated, device return to manufacturer and eval summary attached h6 - method, results and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the capsule partially opened. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. There was a bend to the midsection of the capsule. The handle was not advanced or retracted as this would cause the capsule to separate at the buckle site. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. There was a bend to the stability shaft and a bend to the outer shaft. The valve could not be deployed from the capsule due to the buckle. The reported event for buckle could be confirmed in the analysis. Conclusion: delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was a bend to the stability shaft and a bend to the outer shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Bent catheter shaft have historically been observed when the device was returned for analysis coiled in a box, as was observed in this case. The valve could not be deployed from the capsule due to the buckle. The reported event for buckle could be confirmed in the analysis. Procedural images were provided for review. The valve load inspection is not ideal image quality. There is possibly a bent outflow crown, but this cannot be determined definitely. The patients aortic root angle is not reported but does appear to be horizontal. One image shows an outflow abnormality and another image shows the capsule buckling. The reported event indicates that during the second recapture of the valve, a buckle occurred in the delivery catheter system (dcs) and could not be closed. Capsule damage occurs due to excessive compressive forces applied to the capsule. Force in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. There is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the physician suspected that there was a lot of tension on the dcs due to kinking in the vessels. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.